Event description:
It was reported that during a da vinci-assisted right adrenalectomy, the surgeon noted a small amount of blood oozing near the staple line. The surgeon reported that the bleeding did not come from the staple line. Instead, the bleeding was observed from the peritoneum under the staple. The surgeon reported that the estimated blood loss was only a couple of milliliters. The surgeon applied monopolar energy to the tissue and the oozing stopped. The procedure was completed as planned and that there was no adverse patient impact or perioperative complications reported. The patient was discharged one day after the surgery.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi advanced failure analysis engineer (fae) perform a review of the stapler logs. The data showed that the 8mm sureform 30 stapler instrument was installed twice and fired once with a white reload. The firing was completed with no pauses for compression. There was no incomplete clamping observed from this instrument. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted right adrenalectomy, the surgeon noted a small amount of blood oozing near the staple line. The surgeon reported that the bleeding did not come from the staple line and was instead, from peritoneum under the staple line. The surgeon reported that the estimated blood loss was only a couple of milliliters. The surgeon applied monopolar energy to the tissue and the oozing stopped. The cause of the bleeding is unknown.